Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows error 46440. Functional testing found the device shows error 46440. The primary problem was with a defective dso sensor, bezel and dso seal. The dso sensor, bezel and seal were all replaced.

Event description:
It was reported that there was a downstream occlusion seal problem. There was unknown patient involvement.